Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. This device is of size 12x3.0mm and not 16x2.5mm as reported by the complainant. A visual examination of the crimped stent found that the crimped stent was damaged and crushed. One stent strut was raised on the 5th row and the stent also moved distally on the balloon. The type of damage evident to the crimped stent is consistent with the stent experiencing resistance during withdrawal attempts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issues with the shaft polymer extrusion profile. No other issues were identified during the product analysis.the manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 19-jan-2016. It was reported that crossing difficulties were encountered. The target lesion was located in the severely tortuous and severely calcified coronary artery. A 16x2.50mm taxus¿ liberté stent was advanced but was unable to cross the lesion. The procedure was completed with another size of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and stent movement on balloon.